Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, "it was reported that after implanting the 7 x5mm ps rp poly implant, it was determined that the poly insert was expired. Surgeon decided to leave expired poly in because he thought taking the expired one out would be more difficult and might cause more damage to the knee. The poly was expired by less than a month." Neither the physical product, packaging or labels were returned and no photos were provided. However, it is worth noting that the expiration date for the product referenced in this complaint has been extended by three years. Therefore, this product would be safe to use through 31st august 2026 per the extension. A manufacturing record evaluation was performed for the finished device product code - 151650705, lot number - 8907273, and no non-conformances / manufacturing irregularities related to the malfunction were identified. The overall complaint was confirmed, however, due to the expiration date extension to 31st august 2026, no further investigation is required. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: attune ps rp insrt sz7 5mm, product code 151650705 , work order (B)(4) was manufactured on 03rd sep 2018. (B)(4) parts were manufactured, and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Expiry date: 31st august 2023 (extended to 31st august 2026 post manufacture) IFU reference: 090200829 information for use booklet. Device history review: a manufacturing record evaluation was performed for the finished device product code - 151650705, lot number - 8907273, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported that after implanting the 7 x5mm ps rp poly implant, it was determined that the poly insert was expired. Surgeon decided to leave expired poly in because he thought taking the expired one out would be more difficult and might cause more damage to the knee. The poly was expired by less than a month. Doi: (B)(6) 2023. Doe: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.